Event description:
Reportedly, a remote report dated 13 december 2018 displayed a warning about atrial lead impedance above 3000 ohms. The remote report dated 20 december 2018 repeated this warning, and showed a technical warning indicating that the defibrillation system was potentially ineffective. Upon interrogation on 7 january 2019, it was observed that impedance measurements were above 3000 ohms in all channels. There was no sensing/pacing. The battery voltage was indicated as 3.0v. Device replacement was performed on (B)(6) 2019. Preliminary analysis showed that a hardware failure is suspected.

Manufacturer narrative:
Preliminary analysis confirmed the hardware failure and showed that the device was re-initialized on (B)(6)2019, after the software upgrade: overconsumption was detected, which induced a reset. Sensing was restored following the software upgrade.

Event description:
Reportedly, a remote report dated 13 december 2018 displayed a warning about atrial lead impedance above 3000 ohms. The remote report dated 20 december 2018 repeated this warning, and showed a technical warning indicating that the defibrillation system was potentially ineffective. Upon interrogation on (B)(6)2019, it was observed that impedance measurements were above 3000 ohms in all channels. There was no sensing/pacing. The battery voltage was indicated as 3.0v. Device replacement was performed on (B)(6)2019. Preliminary analysis showed that a hardware failure is suspected.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed the hardware failure at the level of an integrated circuit.

Event description:
Reportedly, a remote report dated (B)(6)2018 displayed a warning about atrial lead impedance above 3000 ohms. The remote report dated 20 december 2018 repeated this warning, and showed a technical warning indicating that the defibrillation system was potentially ineffective. Upon interrogation on (B)(6)2019, it was observed that impedance measurements were above 3000 ohms in all channels. There was no sensing/pacing. The battery voltage was indicated as 3.0v. Device replacement was performed on (B)(6)2019. Preliminary analysis showed that a hardware failure is suspected.

Event description:
Reportedly, a remote report dated (B)(6)2018 displayed a warning about atrial lead impedance above 3000 ohms. The remote report dated (B)(6)2018 repeated this warning, and showed a technical warning indicating that the defibrillation system was potentially ineffective. Upon interrogation on (B)(6)2019, it was observed that impedance measurements were above 3000 ohms in all channels. There was no sensing/pacing. The battery voltage was indicated as 3.0v. Device replacement was performed on(B)(6)2019. Preliminary analysis showed that a hardware failure is suspected.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190425 - file-2019-00054 - analysis_and_closure_report_resp-2019-00336.pdf].